Event description:
It was reported that the device was leaking during a procedure. Nothing entered the surgical site and the procedure was successfully completed with this device. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.